Event description:
It was reported that during a cardiac resynchronization therapy pacemaker (crt-p) implant procedure, the patient began to show signs of acute hypotension. The coronary sinus lead implant was suspected to reposition this right ventricular (rv) lead as it was noted to have moved during the procedure. A dual chamber pacemaker was implanted and an echocardiogram was then performed which revealed a pericardial effusion. An emergent thoracotomy was performed to treat the pericardial effusion. A pericardiocentesis was also performed. This lead remains in service. The patient was admitted to the intensive care unit for recovery. No additional adverse patient effects were reported.